Manufacturer narrative:
The product was returned for evaluation. The device was tested in the lab and performed according to specifications. Unable to determine a malfunction that could have contributed to the patient's dka. The user guide emphasizes, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." The lot was found to have met all acceptance qualifications.

Event description:
Customer reported that she was hospitalized with dka. Her blood glucose level was 440mg/dl at time of admission; no previous values were reported. Patient was placed on an insulin drip and bg levels dropped to 200mg/dl.